Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the clip applier failed to clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have both grip input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This caused device the fail to clip.

Event description:
Refer to h10/h11 for follow-up information.